Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic cramping placement of essure") in an adult female patient who had essure (batch no. D140?1-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and pain in extremity ("upper thigh area pain"). The patient was treated with surgery (to remove essure, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the dysmenorrhoea, fatigue, weight increased, abdominal pain lower, back pain and pain in extremity had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, pain in extremity, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: total bilateral occlusion. (B)(6) 2016, microscopic diagnosis :uterus cervix, uterus, proleferative endometrium. Operation : transvaginal hysterectomy. Clinical data : severe dysmenorrhea. Operative findings and diagnosis : severe dysmenorrhea gross description : bivalving the uterus reveals an unremarkable endocervical canal, a 2.5 x "2.5 cm endometrial cavity lined by focally hemorrhagic endometrium, and myometrium has an average thickness of 1 .6 cm. (B)(6) 2016, procedure performed: vaginal hysterectomy. Post-operative diagnosis: dysmenorrhea. Procedure description and findings: a circumferential incision was created, anterior and posterior culpotomies were created. The uterosacral ligaments were cross clamped x2 and cut. Suture ligatures were created. The same was done to the cardinal ligaments, uterine arteries and uteroovarjan ligaments. The pedicles were checked and found to be hemostatic. The posterior cuff was run with a 0 vicryl and interrupted to the anterior cuff with 1 chromic with adequate suspension to the uterosacral ligaments. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. Following events were added: fatigue, weight gain / loss specify which one: weight gain, lower abdomen pain, lower back pain and upper thigh area pain. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic cramping placement of essure") in an adult female patient who had essure (batch no. D140?1-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove essure, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion . (B)(6) 2016, microscopic diagnosis :uterus cervix, uterus, proleferative endometrium. Operation : transvaginal hysterectomy. Clinical data : severe dysmenorrhea. Operative findings and diagnosis : severe dysmenorrhea gross description : bivalving the uterus reveals an unremarkable endocervical canal, a 2.5 x "2.5 cm endometrial cavity lined by focally hemorrhagic endometrium, and myometrium has an average thickness of 1 .6 cm. (B)(6) 2016, procedure performed : vaginal hysterectomy post-operative diagnosis :dysmenorrhea procedure description and findings : a circumferential incision was created, anterior and posterior culpotomies were created. The uterosacral ligaments were cross clamped x2 and cut. Suture ligatures were created. The same was done to the cardinal ligaments, uterine arteries and uteroovarjan ligaments. The pedicles were checked and found to be hemostatic. The posterior cuff was run with a 0 vicryl and interrupted to the anterior cuff with 1 chromic with adequate suspension to the uterosacral ligaments. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 19-sep-2018: update of information (batch is not invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic cramping placement of essure") in an adult female patient who had essure (batch no. D140?1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove essure, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion (B)(6) 2016, microscopic diagnosis :uterus cervix, uterus, "proliferative" endometrium operation : transvaginal hysterectomy. Clinical data : severe dysmenorrhea. Operative findings and diagnosis : severe dysmenorrhea gross description : bivalving the uterus reveals an unremarkable endocervical canal, a 2.5 x "2.5 cm endometrial cavity lined by focally hemorrhagic endometrium, and myometrium has an average thickness of 1 .6 cm. (B)(6) 2016, procedure performed : vaginal hysterectomy post-operative diagnosis :dysmenorrhea procedure description and findings : a circumferential incision was created, anterior and posterior colpotomies were created. The uterosacral ligaments were cross clamped x2 and cut. Suture ligatures were created. The same was done to the cardinal ligaments, uterine arteries and utero ovarian ligaments. The pedicles were checked and found to be hemostatic. The posterior cuff was run with a 0 vicryl and interrupted to the anterior cuff with 1 chromic with adequate suspension to the uterosacral ligaments. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from (B)(6) 2015, removal date updated from (B)(6) 2016. Event pelvic cramping placement of essure was clubbed with previously reported event. Event dysmenorrhoea was newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report